Event description:
The customer alleged that he performed a control test using his contour system and received a control test result of 323 mg/dl. While troubleshooting, he performed control tests and received two results of "hi". The normal control range was 105-146 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.